Manufacturer narrative:
(B)(4).

Event description:
An in.pact admiral pta balloon catheter was used to treat restenosis of the right popliteal. One day later re-occlusion of the right sfa was reported. Patient underwent right femoral/ popliteal bypass. Outcome was resolved.